Event description:
Triage cardiac device demonstrated low recovery results for ckmb while testing with controls.

Manufacturer narrative:
Testing of returned customer devices (w44467) against qc retained devices (w44467) with qcr cal c, e, and g for observations for low recovery of ck-mb. Product support observed low bias in recovery, ranging from 62%-85%, for each analyte at every level. Multiple data points were below the mfg 2sd range for ckmb. Low recovery for each analyte has been documented with (B) (4). Product support confirmed the low analyte recovery for device lot w44467. Product support observed 2 error codes on cal h initial (e:256, spot 5 failed and e:64, spot 3 failed). No standard outliers were observed for ckmb recovery. Product support observed one low data point on cal e that recovered below the mfg 2sd range. Product support observed the cv's and % recoveries to be with in the mfg specs. Issue (B) (4) was opened in order to review the lot further and determine possible further action. CAPA (B) (4) has been initiated and a recall, (B) (4) has been initiated for the lot in question.